Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: the screen was black and white at start-up; the bending cover was leaking; the switch was leaking; and the angle was insufficient. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer that, during reprocessing, the evis lucera gastrointestinal videoscope presented with weak air and water flow. The intended diagnostic gastroscopy procedure was completed with a similar device. There were no reports of patient harm associated with this event. During the evaluation of the device, it was found that the nozzle was clogged with unknown foreign material due to insufficient reprocessing. This report is to capture the reportable malfunction of foreign material inside the nozzle that could not be removed due to insufficient reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the air/water (aw) nozzle was clogged. The foreign body could not be removed by olympus, and the foreign body could not be identified. There was no abnormality in the air and water supply in the pre-use inspection, and there was no abnormality in the usage inspection before the clogging of the aw nozzle was confirmed. Olympus will continue to monitor field performance for this device.